Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient was in the hospital, they rolled over in bed which caused the modular cable to become loose from the pump cable. The pump was off for four seconds before the modular cable was reconnected by hospital staff. The patient did not suffer any consequences in regard to the event and remained stable. Related MFR # of the modular cable 2916596-2023-02280.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed two driveline disconnect events that resulted in system stops. The controller event log file contained events from 21mar2023 through 12apr2023. Two driveline disconnect events were captured on 10apr2023 and 12apr2023, which caused the pump to stop. Following the reconnection of the driveline after each event, the pump regained speed and resumed normal operation without issue. No other notable events or alarms associated with the pump were captured. The left ventricular assist device (lvad) event log file contained events from 04mar2023 through 12apr2023. The file contained two pump reset events on 10apr2023 and 12apr2023, consistent with the reconnections of the driveline confirmed in the controller event log file. No other notable events were captured. The files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2, "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2, under "replacing the modular cable", provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6, "patient care and management" (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also available. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.